Manufacturer narrative:
The lead was returned in one piece for analysis. Visual examination was normal with no anomalies found. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 2017865-2024-60602. It was reported that the patient presented with pocket infection approximately one month post initial implant procedure of the implantable cardioverter defibrillator (ICD) system, including the right ventricular (rv) lead. It was suspected to be device related. The system was explanted. Patient condition was stable.